Event description:
It was reported that the defibrillator exhibited premature elective replacement indicator. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the premature elective replacement indicator was discovered via remote follow-up on merlin.net. The device was successfully explanted and replaced on (B)(6) 2017. The patient was doing fine before and post surgery.